Manufacturer narrative:
Analysis of the returned computer could not confirm any failure as it operated as intended without issues.

Manufacturer narrative:
Return requested. Replacement computer shipped to site. No parts have been received by manufacturer for analysis. A medtronic representative performed a navigation system check-out. Reported issue could be replicated. Confirmed replacing the computer successfully resolved the issue. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that while in an ear, nose and throat (ent) procedure, before starting navigation, the site's navigation system was found to be unresponsive. The navigation system was re-started repeatedly with resolve. No further details regarding the behavior were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Product: system 9733560 fusion em, part number: 9733560, UDI: (B)(4), catalog #9733560, device manufacturing date: 05/29/2013.